Manufacturer narrative:
Investigation into this event found that the vitros eci was operating as expected. The root cause of the biased results is user error as the customer was not following the tube MFR's recommendations for centrifugation. The vitros trop I es IFU states that samples should be free of cellular material in order to prevent erroneous results.

Event description:
The customer obtained positively biased vitros trop I es results on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased results were reported, however, the physician questioned the results prior to any treatment. There was no report of pt harm as a result of this event.